Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 564mg/dl and diabetic ketoacidosis. The customer was treated and released. Customer wanted to document the incident only and declined further high blood glucose troubleshooting.